Event description:
Dr reports that he was performing a skull base laparoscopic tumor removal when he noticed slight red burn marks/lines forming on the top of the outer left nostril and the bottom of the left nostril where instruments are introduced. They examined the instruments while in use, but could not find the source of the heat; there was no arcing involved. At that time, they had noticed that one of the forceps was firing intermittently, so they replaced that with another forceps; no relation to burn marks. Procedure was completed and other than the minor burn marks in the 2 areas, there was no further pt impact. Pt condition post-op was stable. They applied triple a bacterial ointment to red marks.